Event description:
The reporter stated, that the surgeon was advancing a 21.0 three piece lens model aq2003v in the msi-tm injector and the lens became stuck in the injector. The reporter, stated that surgeon felt it was due to the injector. There was no pt contact or injury.